Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. See scanned page.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A search of the complaint database found additional reports against the reported screw part and lot code combinations. Review and previous review of the screw device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No additional reports were found against the acetabular cup. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt had a revision to address acetabular loosening.